Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) was found to have a damaged screw hole on the case. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse observed the damaged screw hole on the the iabp unit's case due to customer environment. The fse resolved the issue by replacing the top cover. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.